Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report number: 3004209178-2014-85394.

Event description:
Customer stated that he is hospitalized. Customer is experiencing high blood glucose. The current blood glucose reading is 334 mg/dl. Nothing further reported.